Event description:
It was reported that a male patient was implanted with devices 11 months ago for treatment of a high energy open pilon fracture of the right distal tibia. During a post operative visit, it was determined that there was an infection at the fracture site. The surgeon proceeded with hardware removal on (B)(6), 2014. All hardware was removed and no further procedures occurred during the explant. It was reported that the surgery was successfully completed. This is report 9 of 16 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Pt identifier: (B)(6). Implant date: eleven months ago. Investigation could not be completed and no conclusion could be drawn as no device was returned. A review of the device history records indicated no complaint related anomalies. Placeholder.